Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged of having pneumonia, spot on lungs and kidney disease. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pneumonia, spot on lungs and kidney disease related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This event is assessed as serious injury but not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section h6 updated in this report.

Manufacturer narrative:
Additional information was received on oct 12, 2023, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging pneumonia, spot on lungs that had to be biopsied, and kidney disease related to CPAP device's sound abatement foam. Additional information was received about the allegation of respiratory tract irritation, kidney disease/toxicity, lung disease, double pneumonia in 12/2020, swollen legs, weakness, kidney failure and respiratory problems. Section b6, b7, e1 and h6 health effects: clinical codes have been updated in this report.